Event description:
It was reported that a cartridge alarm occurred. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. The customer administered a manual injection to address bg. Reportedly, the customer reloaded the same cartridge and resume insulin successfully.